Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an impla ntable pump for non-malignant pain. It was reported that the rep stated that a health care provider (hcp) office called about a patient that was in for a refill today. They heard some alarming when the patient was in clinic. The rep stated that the pump was not every 10 min but it was every 20 or 30 min. The rep stated that patient did have magnetic resonance imaging (MRI) yesterday. The rep stated that the pump had recovered and the pump was not in elective replacement indicator (eri) and the pump was not empty so not sure why the pump would be alarming. Technical services asked if the hcp saw an active alarm on the tablet after they interrogated but rep was not sure. The rep was going to call back after she speaks to the clinic. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient did not experience any symptoms related to the pump alarming. The name of the hcp who initially reported the event was provided. The duration of the pump stall due to MRI that recovered was not known. The rep was not present and did not have access to logs. The cause of the pump alarming was not known. The nurse practitioner advised that there was an active alarm and that they cleared it. The np also advised that the pump alarming resolved.